Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that the patient's monitor was displaying service code 107 and asking to call zoll. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. The cause for service code 107 (multiple abnormal shutdowns) was a broken trunk connector. The root cause for the broken trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.